Manufacturer narrative:
(B)(4). Date sent: 7/7/2020. Investigation summary: the device was returned with the upper jaw detached returned and a non ees trocar was received with the device. In addition was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent:the lot/batch history records were reviewed and lot/batch number u93lit, number seems to be not valid for enseal g2 art stra sealer 35cm. Please provide correct lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy the jaw of the device broke off inside the patient. The piece was found visually and removed. The procedure was completed with a like device with no patient consequences.